Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01149. This report is being submitted as additional information. The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2018-01148. Approximate age of device ¿ 1 day. Manufacturer's investigation conclusion: the evaluation of the device confirmed the presence of pump thrombosis. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh level. The thrombus could have also created an increased drag on the spinning rotor, contributing to the elevations in pump power and momentary pump stoppages recorded in the submitted system controller log file. Analysis of the log file revealed two pump stoppage events on (B)(6) 2018 while the patient was supported by the power module. Also, multiple elevations in power and flow were recorded throughout the log file. The device was returned assembled with the driveline intact. The inflow conduit (inlet tube, flex section, and inlet elbow were detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned detached from the outflow elbow with the outflow graft bend relief attached to the graft attachment. The bend relief collar was attached to the outflow graft and bend relief hardware. Examination of the rotor upon disassembly of the device revealed a thrombus formation partially occluding one of the rotor vanes. The darker areas of denaturation on the thrombus indicate that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use lists device thrombosis, hemolysis, and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s previous pump was exchanged due to suspected thrombus. The patient was extubated; however, the patient was intubated again due to signs and symptoms of sepsis secondary to suspected aspiration. The patient was critically ill and on multiple vasopressors. It was reported that (B)(6) 2018, the lvad system produced low flow alarms with pump stoppages. The echocardiogram showed the aortic valve opening with increased pump speed. The patient¿s lactate dehydrogenase (ldh) level was elevated from 800 u/l to 1300's u/l. On (B)(6) 2018, technical service representative reviewed the submitted log file and confirmed pump stoppages and parameter trends consistent with device thrombosis. The patient¿s condition deteriorated and per the family¿s request lvad support was withdrawn and the patient expired.